Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaints for "central regurgitation," "improper leaflet coaptation," "leaflet thickened/halt," and "increased gradeints" were confirmed based on the provided medical report. A review of the DHR, lot history, and complaint history review did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. As reported, "approximately 2 years and 5 months post tavr, the patient is experiencing a failed valve due to aortic insufficiency. The patient underwent a valve in valve intervention with a 23mm sapien 3 ultra resilia inside the initial 23mm sapien 3 valve for the severe central aortic regurgitation... As per medical records review, the bioprosthetic aortic valve leaflets were mildly thickened. There appears to be some incomplete coaptation between the ncc and rcc with some flow acceleration and aortic insufficiency originating at this location with a prominent anteriorly directed ar jet. Degeneration of the ncc leaflet cannot be ruled out. The leaflets otherwise move normally. There is moderate to severe aortic regurgitation, with predominately intravalvular regurgitation without overt (trace) perivalvular leak. There is a predominance of space between the valvular struts and wall of the sinus of valsalva but no regurgitation is clearly observed in this space. Ejection fraction 35-40%." Central regurgitation: per the instructions for use (IFU), valve regurgitation, (including paravalvular leak (pvl) and transvalvular leak (central), are known potential adverse events associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Central regurgitation which develops progressively over time can be due to several issues including patient-related factors, structural valve deterioration (e.g. Calcification, leaflet thickening), and/or nonstructural dysfunction (fibrosis, pannus formation). In this case, the patient is reported to have thickened leaflets which can prevent the valve leaflets from opening and closing properly, leading to central regurgitation. As such, available information suggests that patient factors (thickened leaflets) may have contributed to the complaint event. Improper leaflet coaptation: thickened leaflets can prevent the valve leaflets from opening and closing properly, leading to improper leaflet coaptation. As such, available information suggests that patient factors (thickened leaflets) may have contributed to the complaint event. Leaflet thickened/halt: hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in leaflet thickening and stenosis. Due to limited information provided, a definitive root cause is unable to be determined. Increased gradients: it is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant results in symptoms, it may require intervention. In this case, patient had the central regurgitation, so the heart is unable to sufficiently pump blood to meet the demands of the body, which will require heart to work harder to compensate for the constricted blood flow through the valve resulting in increased gradient. Additionally, leaflet thickening can prevent leaflets from functioning optimally, leading to increased gradient. As such, available information suggests that patient factors (thickened leaflets, central regurgitation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "central regurgitation" was unable to be confirmed as no relevant imagery/medical report was provided. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. As reported, "approximately 2 years and 5 months post tavr, the patient is experiencing a failed valve due to aortic insufficiency. The patient underwent a valve in valve intervention with a 23mm sapien 3 ultra resilia inside the initial 23mm sapien 3 valve for the severe central aortic regurgitation." Per the instructions for use (IFU), valve regurgitation, (including paravalvular leak (pvl) and transvalvular leak (central), are known potential adverse events associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Central regurgitation which develops progressively over time can be due to several issues including patient-related factors, structural valve deterioration (e.g. Calcification, leaflet thickening), and/or nonstructural dysfunction (fibrosis, pannus formation). Due to insufficient information provided, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR report is being submitted due to additional information received via medical records. Fields b4, b5, b7, g3, g6, h2, h6 device code, investigation findings, investigation conclusions, and h10 have been updated. Investigation is ongoing.

Event description:
As per medical records review, the bioprosthetic aortic valve leaflets were mildly thickened. There appears to be some incomplete coaptation between the ncc and rcc with some flow acceleration and aortic insufficiency originating at this location with a prominent anteriorly directed ar jet. Degeneration of the ncc leaflet cannot be ruled out. The leaflets otherwise move normally. There is moderate to severe aortic regurgitation, with predominately intravalvular regurgitation without overt (trace) perivalvular leak. There is a predominance of space between the valvular struts and wall of the sinus of valsalva but no regurgitation is clearly observed in this space. Ejection fraction 35-40%.

Manufacturer narrative:
Investigation is ongoing. H3 other text : remains implanted.

Event description:
As reported from a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 23mm sapien 3 valve in aortic position. Approximately 2 years and 5 months post tavr, the patient is experiencing a failed valve due to aortic insufficiency. The patient underwent a valve in valve intervention with a 23mm sapien 3 ultra resilia inside the initial 23mm sapien 3 valve for the severe central aortic regurgitation. There was no central leak and trace pvl after the viv.